Event description:
On 16 june 2006, syncardia systems, inc. Became aware of a possible malfunction of a css console as a result of a review of console servicing records received from syncardia's service rep located in another country, which were translated into english. An entry dated 2005 in the console servicing records for console stated "digital volt meter of vacuum readout defunct." The activity chart in the servicing records for the same date stated "digital volt meter replaced." Following completion of the repair activities, the service rep conducted a successful console checkout procedure on that day, and the console was returned to the customer for use. The review of the service records and complaints for this console indicated no recurrence of this alleged malfunction. Syncardia has been unable to obtain any add'l info regarding this event. A review of complaint and service records from q4 2004 through may 2006 did not indicate a trend or other pattern for the reported malfunction. Syncardia is closing this file.